Event description:
Device 1 of 2. Reference MFR number: 1627487-2017-03309.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR number: 1627487-2017-03309. It was reported the patient experienced ineffective stimulation due to high impedances on the left lead. As a result, the reported lead was explanted and replaced on (B)(6) 2017. During the surgery, the doctor noted the lead was kinked. The issue was resolved. Both leads are being reported because it is unknown which lead had high impedances.